Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cavotricuspid isthmus ablation procedure, a steam pop and pericardial effusion occurred. While performing cryoablation in the cavotricuspid isthmus a steam pop occurred. Ablation had been performed for 30 seconds at 42*c in trabeculated tissue when the steam pop occurred. The patient experienced hypotension and a pericardial effusion was observed through fluoroscopy and echocardiograph. A pericardiocentesis was performed to stabilize the patient.